Event description:
It was reported that a power on reset occurred due to radiation therapy the patient was undergoing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters 2 - por's for write to locked ram, on (B)(4)-2011. A 1 - patient alert for por on (B)(4)-2011 15:55:41.